Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of there are black splotches on the images was confirmed. There are black areas in the image slightly left of the center and on the right edge due to internal probe failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
During evaluation of the returned device, black areas in the image slightly left of the center and on the right edge were found.